Event description:
Caller reported that a cartridge alarm occurred on december 7, 2025. There was no adverse impact to the customer's blood glucose level. The caller successfully loaded a cartridge and resumed insulin therapy, resolving the issue.